Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported a no delivery alarm during a manual prime. The customer's blood glucose was 124 mg/dl. The customer stated her current insulin pump was recertified and was still having the same issues as her old insulin pump. The customer was advised the no delivery alarms may be due to the infusion set, sensor site, or reservoir. No additional information provided.